Event description:
The account alleged that the bed would not send a bed exit alarm to the nurse's station or place a local alarm. No injury reported.

Manufacturer narrative:
The account replaced the siderail interface board to resolve the issue.